Event description:
1) the patient was in place on the ercp (endoscopic retrograde cholangiopancreatography) procedure table with the safety strap on. He had been given a mild sedative. He was lying prone and had limb EKG leads on.2) the tabletop was positioned in the "toe" direction with approximately 6 to 8 inches to make a little "shelf" space at the head end for various procedural supplies. The foot end, therefore, extended past the table base by the same amount.3) three staff were in the room: anesthesiologist, nurse and resident.4) the resident thinks the table started to tilt when he grabbed the hand grip of the imaging console and started to pull it over the patient. The anesthesiologist thinks the resident grabbed the console's handgrip and positioned the console over the patient to take a baseline picture. He then let go and turned away and the tilting began. The nurse thinks that nobody was doing/touching anything when the tilting began. The anesthesiologist thinks the lever switch on the console became stuck, perhaps not mechanically but electrically.5) the nurse remembers that the tilting was fast. The anesthesiologist remembers that the tilting was fast, taking 5 to 7 seconds to reach its maximum position. It did not keep driving once it reached its highest position. It cut off or was cut off. The console and table are bolted together so both tilt together.6) the foot end of the table went upward, the head end downward. It went all the way (approximately 75-80¿) until the footboard struck the plastic cover (owing to its being extended as described in #2, above) of the mavig monitor boom ceiling mount and broke part of it. The patient's feet went up and head went down. The patient's legs bent at the knee. The anesthesiologist supported the patient's shoulders and kneeled down as the head end went lower. The patient's IV was fine.7) meanwhile, on the floor, the bottom edge of the table frame and the front cover came in contact with the conmed esu footswitch. This broke a piece of the table's front cover off and deformed the footswitch enough so that it could no longer be used and has to be replaced.8) it pushed the monitor boom in the head direction until the boom came in contact with a short partition near the ceiling that marks the separation between the procedure room and a sort of back room. The boom struck the sheetrock of the partition and made a dent 8 to 10 inches in diameter and damaged the cover of the swivel of the boom that the monitors hang from. 9) the main emergency power switch on the wall between the procedure room and the back room was pushed, shutting off power to the whole ercp system.10) the anesthesia machine and physiological monitor did not experience any kind of power interruption.11) the patient was carefully unstrapped from the table and, together with the mattress, was slid onto the floor where he was able to stand up. At least four and as many as six people helped with this. The patient had his scheduled procedure in the other ercp room.12) ge service was called and was on-site in the afternoon. The ge service representative was able turn the power back on and tilt the table back down to its normal horizontal position using the manual positioning controls on the table's front cover. A second ge service rep arrived a little later.field service was on site later that evening to assess damage. One rep was available the next day to confer with hospital staff. He also ordered replacement parts. System was operational again the following business day. They did not offer any explanation for how this had happened.